Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned by the customer for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a lor syringe leak could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges a leak at the level of the syringe during set-up of the epidural. No patient injury reported.